Manufacturer narrative:
Per customer correspondence, the unit module is no longer working and the customer will be purchasing a new one. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, there was an intermittent low level alert on module, and the probes were "ok." As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.